Event description:
It was additionally reported that the prior pace/sense portion of the high voltage defib lead had fractured and it was replaced by the current pace/sense lead. The current pace/sense lead now showed oversensing and noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2009, 6996sq58 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was non-physiologic noise seen on two vectors of the right ventricular (rv) lead. A lead integrity alert (lia) was triggered due to oversensing and high pacing impedance. The patient has two leads in the rv, one is for the pace/sense and the other is the high voltage. Both leads remain in use. No patient complications have been reported as a result of this event.